Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel. One bravo capsule and one bravo delivery device were received for evaluation. The returned sample met specification as received by medtronic. The investigation found the device to function normally and within specifications. A review of the device history records indicated that this serial/lot number was released meeting all specifications as manufactured. The bravo delivery system was investigated visually for external damage according to: failure analysis of contaminated returned capsules. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient though so the capsule was manually removed from the patient's tongue. Another capsule was immediately calibrated and placed, and a repeat procedure was performed during the same day. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation.